Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6) a livanova representative identified the reported issue during routine maintenance. After investigation, the technician identified a defective ribbon cable as root cause for the reported issue. The ribbon cable was damaged by a metal sheet inside the device. A review of the DHR could not identify any deviations or nonconformities relevant to the issue.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t displayed an error message. This issue was identified by a livanova field service representative during routine maintenance. There was no patient involvement.